Event description:
Cable bracket came loose from holder and fell striking employee on the head. Please see additional narrative, attached.note: this event occurred/involved an employee injury; while this injury does not specifically meet the criteria, i.e., life threatening, permanent impairment and it did not necessitate immediate surgical intervention - to be within the spirit of the law, we chose to report this. The employee appears to be fine at this point, however, she will be seen by another physician who may order additional testing to make sure she was not seriously injured.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.